Event description:
It was reported that this right atrial (ra) lead exhibited oversensing signals on the left ventricular (lv) and recorded atrial tachy response (atr) events. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing signals on the left ventricular (lv). The lead remains in service. No adverse patient effects were reported.